Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 20/3.0 mm balloon ruptured at 12 atms. (The number of inflations performed is unknown.) The lesion beging treated was an 80% stenotic lesion in the mid left circumflex coronary artery. The maverick2 monorail 20/3.0 mm balloon was being used to predilate the lesion for placement of a jostent flexmaster 3.5/26 mm stent. The maverick2 monorail 20.3.0 mm balloon was removed and replaced with a maestro 3.0/20 mm balloon to successfully complete the lesion predilation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'stable'.

Event description:
It was further reported that the calcified lesion was located in the mid left circumflex/2nd obtuse marginal coronary artery. The physician used a 7f introducer sheath for vascular access and a choice pt es guidewire and a cordis xb 3.5 mm guide catheter to cross the lesion. It is noted that resistance was met with insertion of the maverick2 monorail balloon catheter. The rupture occurred on the initial inflation. The pt was asymptomatic during this event.